Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had insulin squirting out when priming. The customer¿s blood glucose was unknown. Customer reported that insulin pump had battery life diminished to 3 week. Customer stated that insulin pump sometime did not recognize that was primed so they had to take reservoir out and re-prime again. The device will be returned for analysis.